Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 7073334/7075427.

Event description:
It was reported that the patient was experiencing lack of right-side coverage. The patient underwent a revision procedure wherein the ipg was replaced and a new lead was added. The patient was doing well postoperatively, and the explanted ipg was not returned as it was discarded by the medical facility.